Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this product developed an infection. A system extraction was planned. Additional information was requested but no further information was obtained. There were no additional adverse patient effects reported. All available information indicates that the product remains in service.

Event description:
Additional information received indicates that the entire system was removed due to infection. The product was explanted. No additional adverse patient effects were reported.